Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: additional information received. 3/23/22 the customer stated she is in her role of supply chain manager for 1-1/2 years and has seen the safety cap breaking off issue two times, once recently and one 10/2021. There are probably different lot #s involved. There were no needle stick injuries. Customer (B)(6)advised that the safety cap for vendor p/n 368607 fell off when they went to use and advised this is a servious care giver safety issued. T

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: additional information received. 3/23/22 the customer stated she is in her role of supply chain manager for 1-1/2 years and has seen the safety cap breaking off issue two times, once recently and one (B)(6) 2021. There are probably different lot #s involved. There were no needle stick injuries. Customer (B)(6) advised that the safety cap for vendor p/n 368607 fell off when they went to use and advised this is a servious care giver safety issued.

Manufacturer narrative:
The following fields have been updated to correct the previously incorrect. G.4. Date received by manufacturer: 21-mar-2022.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: additional information received. (B)(6) 2022 the customer stated she is in her role of supply chain manager for 1-1/2 years and has seen the safety cap breaking off issue two times, once recently and one (B)(6) 2021. There are probably different lot #s involved. There were no needle stick injuries. Customer malia advised that the safety cap for vendor p/n 368607 fell off when they went to use and advised this is a servious care giver safety issued. T